Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during the preparation of a pulmonary vein isolation procedure to treat an atrial fibrillation (afib), a smartfreeze cryo console was selected for use. Injection pressure too high occurred. There was no material problem here, but a problem with the console. The console is defective and will be replaced. Procedure was cancelled/rescheduled due to this issue. Patient was sedated with general anesthesia. No patient complications occurred. Console was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Smartfreeze cryo console was evaluated by boston scientific. The returned console was tested using the service tool and there were no issues with the returned unit. Console was found within specifications. Based on the available information, boston scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event as the console passed all relevant testing. The console met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during the preparation of a pulmonary vein isolation procedure to treat an atrial fibrillation (afib), a smartfreeze cryo console was selected for use. Injection pressure too high occurred. There was no material problem here, but a problem with the console. The console is defective and will be replaced. Procedure was cancelled/rescheduled due to this issue. Patient was sedated with general anesthesia. No patient complications occurred. Console will be returned for further analysis.